Event description:
Catheter was used for test occlusion. Balloon ruptured after being filled with 0.6 - 0.7cc contrast (MFR recomended max volume = 0.8cc), causing vessel dissection. Balloon was tested with volume of 0.8cc before insertion, without rupture.